Event description:
Additional information received reported that the patient had a pump revision but it continued to "flip or free float." It was noted that the patient had a short torso, a short body and does physical therapy. It was also noted that one physician has told the patient it was okay to do physical therapy while another told the patient they should not participate. It was reported that the patient has had two surgeries in the past 2-3 years to revise the pump. It was reported that the patient will now have to have another revision of the pump. It was stated that one physician indicated to the patient that the spot where the pump is implanted currently, in the lower left abdomen, was an inappropriate pocket site for the patient¿s body. The patient suggested that the manufacture create a smaller pump with more suture sites.

Event description:
The patient reported that her pump was implanted in (B)(6) and was out of the pocket and moving. Patient reported there was a huge lump that came out at the pump site. The patient stated that since the implant she had only been sitting and doing some slight bending, no falls or traumas have occurred. Patient reported when she lies down and pushes the site, at pump location in left abdomen, it lays flat. A revision was being planned. The patient was looking for a physician to manage their care. The patient had baclofen in her pump for spasticity management.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's pump had disconnected from its fascial attachments. The patient had an ongoing issue with pump movement in the pocket and a "history" of allegations of pump movement. As previously reported the pump implanted in april was out of the pocket and moving; and further reported information added that the pump flipped - on a daily basis "and was "now freely movable within the pocket. On (B)(6) 2012, the patient saw the healthcare provider (hcp) because of the feeling that the pump was moving. It was noted at that time that the patient had the ability to "manipulate" the pump in its pocket, and it did "not appear to be secure." A revision was scheduled for (B)(6) 2012, and the patient subsequently cancelled the surgery for an unknown reason. The hcp had not had any further contact with the patient as of the (B)(6) 2012 appointment. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model# 8709 serial# (B)(4) implanted:2003-(B)(6) explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient was obese and it was pushing on her left hip bone so they are moving the pump more centrally located. The patient also insisted on a replacement because she thought as long as she was having the surgery that it would make sense to replace the pump. When they opened the pump pocket, the catheter was twisted in a knot. They were questioning whether the pump was flipping in the pocket or not. The surgeon was unable to aspirate or inject through the catheter when the pump and catheter were disconnected; however, the surgeon decided not to replace. The new spinal segment was full of drug, 53cm of proximal segment empty, pump tubing and reservoir full of drug (back table prime was performed). The flow rate was .275ml/day so 12 hours with drug (62cm of spinal portion), 10 hours without (53cm of proximal portion), then therapy will resume. There was no history of volume discrepancies and no withdrawal symptoms. The patient's last refill was on (B)(6) 2014.